Manufacturer narrative:
Haemofiltration is a known contributory cause of early structural valve deterioration. The patient was on dialysis at the time of implant, and medical judgement stated that the event was attributable to the patient's dialysis treatment. Furthermore, "subjects with chronic renal impairment or calcium metabolism disorders" are among the contra-indications listed in the instructions for use. Therefore, the event is attributable to a failure to follow the instructions provided in the IFU; device discarded by hospital.

Event description:
A mitroflow valve was implanted on (B)(6) 2015. On (B)(6) 2018, the patient underwent re-operation due to suspected device malfunction following echocardiographic evaluation. The valve was explanted and replaced with a sjm regent 17 mm mechanical valve. The device was heavily calcified. The patient was on hemodialysis treatment at the time of implant, and the physician's opinion is that this is the root cause of the degradation. The device was discarded. No other information is available.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a19, s/n # (B)(4) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a19 mitroflow aortic pericardial heart valve at the time of manufacture and release. As stated in the previous report, the event can reasonably be attributed to the patient's specific clinical condition.